Manufacturer narrative:
On 27-mar-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, device manufactured date and expiration date were added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, an anomaly on the posterior view was observed on the device consistent with a crease/fold. A tear (a) was noted within the crease/fold measuring approximately 0.3 cm. An area of missing material was also found within the crease/fold, measuring approximately 0.3 cm x 0.2 cm. Additionally, another tear (b) was observed in the anterior view, measuring approximately 3.0 cm. Microscopic examination of the edges of the tear b revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Concerning tear a and missing material, the evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with a 250cc mentor smooth round moderate profile saline breast implant has experienced postoperative left-sided implant deflation. Deflation was diagnosed by ultrasound. As a result, the patient underwent explantation and replacement with like device, catalog # 3501635, serial # (B)(4) on (B)(6) 2020.